Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2022-00050. A facility reported that the water alarm on cusa excel ultrasonic tissue ablation system (cusaexcel2p) sets off continuously, which would flash intermittently and go away, then return. And also at times alarm solidly (no flashing). The water in reservoir (sterile) was changed, and two different handpieces were tried. Customer played around with the water reservoir and in certain positions it would stop alarming, then start alarming again. It seemed there was an issue where the reservoir was not making proper contact with the machine. The device was used for a live liver transplant donor resection. There was a delay in surgery for 30 minutes with no patient injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cusa excel + ultrasonic tissue albation system (cusaexcel2p) was returned for evaluation. Device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. Calibration was performed and the console passed all service and repair testing. Root cause - the root cause was confirmed as no fault found. Reported failure "continuously set off water alarm" was unconfirmed. The device passed all testing and meets specifications. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.